Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to obtain a reading on his adc freestyle libre sensor due to "replace sensor" and "sensor not starting up" messages. Customer did not report any symptoms but self presented to a paramedic personnel who diagnosed him with severe hypoglycemia and treated him with dextrose (route of administration unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. The investigation on the complaint determined that there was no indication that the product did not meet specification. The dhrs for the libre sensor and sensor kit, and the dhrs showed the libre sensor, and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product returned, the case would re-open, and a physical investigation will be performed. - attachment: [attachments.zip]

Event description:
Customer reported being unable to obtain a reading on his adc freestyle libre sensor due to "replace sensor" and "sensor not starting up" messages. Customer did not report any symptoms but self presented to paramedic personnel who diagnosed him with severe hypoglycemia and treated him with dextrose (route of administration unknown). There was no report of death or permanent injury associated with this event.